Event description:
Additional information received indicates that the lead exhibited a capturing anomaly.

Manufacturer narrative:
Correction b5. The reported events of noise and capture anomaly were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
New information received notes that the physician believed that over-sensing was caused by an anomaly of the device header. Both the right ventricular lead and implantable cardioverter defibrillator were explanted and replaced. The patient was stable before, during and after the procedure.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed episode of far r wave oversensing recorded by the implantable cardioverter defibrillator. Further evaluation in-clinic for that over-sensed noise was exhibited by the right ventricular lead. Programming interventions were made to address far r wave over-sensing. However, no interventions that addressed lead noise were reported. The patient was stable.